Event description:
The customer reported that a patient's monitor did not alarm when the co2 hose became disconnected. No patient harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that a patient's monitor did not alarm when the co2 hose became disconnected. No patient harm was reported. Should the bedside monitor not alarm to alert the user, patient harm/serious injury is possible. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.